Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue, but ultimately, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.